Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not linking. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.